Manufacturer narrative:
Concomitant medical products: product ID: 8703w, lot# l56470, product type: catheter. Product ID: neu_ptm_prog, product type: programmer, patient. (B)(4). Information received from the healthcare provider (hcp) regarding a patient who was receiving analysis of the pump found no significant anomaly.

Event description:
The information below was reported in reg report # 6000030200401684: information received from the healthcare provider (hcp) regarding a patient who was receiving morphine (20mg/ml at unknown dose), clonidine (20mcg/ml at unknown dose) and bupivacaine (unknown concentration at 6.7mg/day) via implantable infusion pump. The indication for use was noted as non-malignant pain, failed back surgery syndrome, and other-non-malignant pain. It was reported that when programming with a clinician programmer a pump memory error occurred. The pump stopped 15 ,635 hours. Multiple attempts were made to reprogram the device. Interrogation occurred but it would not update. Attempts were made to initialize with clinician programmer but still had the same problem. The hcp tried with a different clinician programmer and was able to interrogate and update the pump with changes. The alarm was still sounding, upon reinterrogation, the memory error was still on. This time it was stopped for 0 hours. When they tried to initialize with the different clinician programmer, it would not update. They could not get the memory error to go away. On the telemetry logs it showed that a bolus in progress was canceled by telemetry stopped pump. They were advised to empty the pump and cover the patient as needed with oral medications. Initially it was reported that the pump was turned off and the patient was placed on oral baclofen. It was later corrected that the patient received oral morphine after the pump was emptied and not bacl ofen. It was noted that the patient had increased pain over the past three days prior to visit but their vital signs were normal. It was reported that the pump malfunctioned and stopped working. As of (B)(6) 2004, the patient had not yet experienced withdrawal. It was reported that over thanksgiving holiday the patient experienced severe injuries; the patient went through withdrawal with symptoms of anxiety, vomiting and experienced seizures. The patient was hospitalized for six days. The pump was replaced on (B)(6) 2004, the patient received without sequela.